Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. Approximately 16 cm distal to the is-1 connector pin the lead body was found squeezed. At this location the inner insulation was found fractured. This damage is assumed to be the root cause of the clinical observation. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of clavicular first rib entrapment. Further damages like the cuts into the insulation 8 and 18 cm distal to the is-1 connector pin most likely occurred during the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Noise was reported on this lead, although impedance values remained consistent. No adverse patient were reported. Should additional information become available, this file will be updated.